Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the (B)(4) clinical database treatment of a right unruptured internal carotid artery (ica) aneurysm measuring 4mm x 2mm. Post procedure, it was reported that the patient experienced an ischemic stroke with left sided weakness and neglect. The magnetic resonance imaging (MRI) showed a right postfrontal infarct with small scattered emboli. The patient was resistant to plavix with 0% reactivity. The physician thinks that the small emboli might have been caused by stent placement. No other injuries were reported with the patient as a result of the procedure and the patient's condition was resolved on (B)(6) 2012.